Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passed communication testing with the pt programer. It also passed all functional test performed. There is no evidence of significant fluid intrusion into either of the header ports. As received the ipg passed impedance testing. Conclusion: the claims could not be confirmed for fluid intrusion and invalid impedance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that there was excessive fluid noted in the ipg header. In addition, invalid impedance was reported on electrodes 1 and 2.